Event description:
The distributor ((B)(4)) informed us of this incidence when it's happened at their warehouse. According to their narrative "they received a new batch of xray2go from hiossen out of (B)(6). It was a batch of (B)(4) units but unfortunately, one of the units, the external battery more specifically explided and melted all the parts inside the box and burned the aluminum case as well.

Manufacturer narrative:
The manufacturer will conduct preinvestigation for this matter after receiving the subject devices from the distributor (dealer). The counter-plan meeting was held immediately as soon as it was reported from the distributor with the images and report. The supplier and manufacturer found that the battery was charged over (B)(4) and the battery cell balance had been broken down from any external impact during delivery. But full investigation will be needed to determine the cause. The investigation will be conducted by international certified testing laboratory. The manufacturer requested the return of all of the same batch of the subject devices and stored warehouse devices except for the (B)(4) devices to the importer and distributor. The (B)(4) devices mentioned were different batch and sent to distributor upon their request.